Event description:
The facility reports the staff had completed the bath and had removed the resident from the bath. The staff member had started to dry the resident in an elevated position of 36 inches (seat height) and had placed the residents socks on. The staff member proceeded to the tub panel to raise the tub in order to get the bath to drain better. As the tub was being raised, it caught the seat of the lift, raising the one side of the chair and causing it to tilt. The staff heard the crash and turned to see the resident on the floor. It is unsure at this time if the seat belt was applied, as the staff member involved in the incident was not available at the time of interview. The resident sustained a large contusion to the left front of the forehead , and bruising to knee and hips. Two fingers on the right hand (middle and forefinger) were amputated at the first digit. The resident was taken to the hospital nearby but passed away 2.5 hours after the incident. MFR. Rep. No. 956.

Manufacturer narrative:
An arjo investigator examined the device and found it in very good condition. The resident was left unattended in an elevated position. The lift was moved out of tub, but not free from the tub area when the tub was raised by attendant. The tub caught the lift from underneath and overthrew it, causing it to tip over with the resident on board. The operating instructions , as well as a specially distributed safety advice notice are very clear how the operation shall be done and have not been followed. The manufacturer concludes the incident was caused by user error. The manufacturer recommends retraining appropriate personnel in all aspects of operating the product. The importance of regularly training all staff should be emphasized. It is also recommended that a certain area in the bathroom be identified as "parking/waiting" where all movements in and out from the tub shall start and end.